Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported hub detachment was able to be confirmed. The reported inflation issue was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for detachment or inflation issue from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an unspecified de novo lesion. After the usual preparation and successful delivery of the 2.75x38 mm xience xpedition stent delivery system (sds) to the lesion the sds balloon would not inflate. The sds was retracted from the patient without issue. After retraction it was observed that the hub of the sds was broken and separated from the catheter. A new same size xience xpedition was able to cross and be deployed successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.